Manufacturer narrative:
The device was returned to mmdg for evaluation, and was subjected to an analysis of its internal data log, visual inspection, mechanical evaluation, and volumetric accuracy testing. The device was found to deliver outside mmdg's established non-reportability threshold. The pump was recalibrated and returned to the customer.

Event description:
The initial reporter stated that the pump would not calibrate. The observation was made during testing, and no patient was involved. (B)(4).